Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net remote transmission showed many instances of ventricular noise reversion. Suspected ventricular lead noise was discussed. The amplitude of the noise is too large to program around, and so it was recommended attempting to program a unipolar configuration, or to consider a lead revision. It was later noted that the patient will be scheduled for lead replacement in the next few weeks. The patient¿s condition is stable.